Manufacturer narrative:
Device evaluation: lens was returned in vial, in liquid. Visual inspection found haptic torn. Lens returned in two pieces. Claim#: (B)(4).

Manufacturer narrative:
Result code 114: code should be added to previous MDR. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a vicm5 13.2, -09.50 diopter, implantable collamer lens tore before/during loading. Damage was noted while removing from vial. No patient contact. Replacement lens implanted on (B)(6) 2019, "without problems." "Patient is ok."